Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) or erbe was analyzed, and failure analysis investigations replicated and confirmed the customer-reported complaint. The reported issue was confirmed through system logs. A visual inspection revealed light scuffs and small dents on the bezel, along with scratches on the housing/cover. The erbe unit was tested on the system and displayed error c-34 at startup. Additional erbe log errors recorded were c-00 and m-b0. The erbe unit will be sent to the original equipment manufacturer (OEM) for further investigation. The probable cause of error c-34 is attributed to a faulty electrical component inside the erbe generator. This error indicates a lower voltage than expected during energy activation. This error can be resolved through troubleshooting or replacement of the generator.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) or erbe due c-34 errors. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. A return material authorization (RMA) has been issued for the return of the erbe.

Event description:
It was reported that during a da vinci-assisted radical cystectomy with ileal conduit surgical procedure, intuitive surgical, inc. (Isi) clinical sales representative (csr) informed isi technical support engineer (tse) that repeated error c-34 occurred on vio dv integrated electrosurgical unit (iesu) each time the surgeon activated monopolar energy. The customer elected to use another vision side cart (vsc) to complete the procedure. No known impact or patient consequence was reported.